Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow and contrast keypad buttons were found to be intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were sticking causing the screens to scroll. The reporter also stated that the backlight button was no longer working. The reporter indicated that the patient wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.